Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804) was implanted via v-p shunt in 2020 with setting 2. On (B)(6) 2022, MRI imaging was performed, and ventricular enlargement was observed. The set pressure was confirmed, it was set to 8. The set pressure was returned to the original setting, after which the patient's condition improved.

Manufacturer narrative:
The certas valve (ID 828804) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer, could be due to set pressure of valve changes due to external forces (not surgeon interaction), common magnets greater than 80 gauss, such as house hold magnets. Loudspeaker magnets, and language lab headphone magnets, may affect the valve setting when placed close to the valve as noted in the IFU under warnings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.